Manufacturer narrative:
A ge svc rep performed an onsite investigation. The generator interface board was repaired and the backplane was replaced. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys displayed a communication error message and would not complete the boot up process. No pt injury was reported.